Event description:
On (B)(6) 2013, the reporter stated that pump incompatibility was experienced with the use of the 50ml luer-lok syringe resulting in occlusion alarms. When this was discovered, it required a change of the syringe and transfer of the medication, norepinephrine, to a new 50ml syringe. The dosing was required to be increased due to the interruption which resulted in a drop in blood pressure. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.